Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline wire damage that would have contributed to the low speed and pump stoppage events that were captured in the submitted log files. The submitted log files captured several transient low speed and pump stop events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 while the system was powered by a power module and 14 volt (v) lithium ion (li-ion) batteries. The file also captured pump stoppage events and driveline fault alarms that appear consistent with the reported driveline repair on (B)(6) 2023. Of note, additional low speed and pump stoppage events were captured after the repair on (B)(6) 2023, indicating that the driveline repair was not successful. A distal-end driveline replacement was performed on (B)(6) 2023 under work order (B)(4) and approximately 17.5¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The outer jacket was entirely wrapped in rescue tape. Underneath the tape, several areas of superficial damage were observed. Visual inspection of the underlying driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline's wires. The patient underwent a pump exchange on (B)(6) 2023, and (B)(6) was returned assembled with the driveline cut approximately 2.5¿ from the pump housing. The distal end of the driveline was also returned in 2 segments measuring approximately 5" and 32" with a driveline repair approximately 18.5" ¿ 20.5" from the controller connector. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Upon evaluation of the driveline returned with (B)(6), the outer jacket was found to be unremarkable. Electrical continuity testing of the driveline revealed no shorts or discontinuities. Upon disassembly, visual and microscopic examination of the underlying wires revealed breaches to the insulation of the green, black, red, and orange wires approximately 2.25" from the pump housing. Additional insulation breaches to the brown, yellow, and orange wires were noted approximately 2.75" from the pump housing. One additional breach to the green wire insulation was observed approximately 3.0" from the pump housing. Each section of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. No additional breaches were identified. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The low speed and pump stoppages captured in the submitted log files could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The sleeping section of the heartmate ii lvas patient handbook also explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer reference number: 2916596-2023-02742 (previous event where the entire driveline was wrapped in rescue tape). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having intermittent ventricular assist device (vad) stoppages and was admitted to the cardiovascular intensive care unit (cvicu). Of note, the patient had their entire driveline wrapped in rescue tape and they stated they had been very careful with the driveline. They were connected to the power module and the screen said pump stop and the patient denied any signs or symptoms of pump stoppage. Auscultated for vad hum and only heard heart sounds and the pump restated while listening. The patient was connected to an ungrounded patient cable. While getting the patient¿s readings, patient adjusted their sitting position and vad again stopped and restarted on its own. Log files were submitted for review. The log captured intermittent speed drops less than the low-speed limit and pump stops on 20oct2023 at 08:33 and 10:38. The issues appeared to be occurring on both the power module and batteries. It was noted that this was potentially linked to issues with the percutaneous lead, and it was advised to immobilize the percutaneous lead to prevent any further interruption of support. Computed tomography (CT) of the outflow graft and x-ray imaging of the driveline were taken. It was noted that in one image there may have been bends seen near the exit site that may have been causing stress on the driveline; the other images were unremarkable. The patient had an external driveline repair on (B)(6)2023 for suspected phase to phase short. Visual inspection of driveline showed extensive rescue tape. Silastic and bionate layers removed approximately 4" from exit site. Copper shielding severely oxidized and fell apart easily. Spliced green, brown, and orange wires to new driveline. Swapped to new driveline without issue. Continued splicing yellow, black, and red wires. Closed up area per procedure and provided patient with care instructions. There was a pump stoppage after the repair at 15:36 for 2 seconds and at 16:55 for 2 seconds. Technical services confirmed the pump stops following the external percutaneous lead replacement. The patient underwent a heartmate ii left ventricular assist device (lvad) exchange on (B)(6) 2023. They are alive and well, and the pump exchange resolved the issue.